Event description:
We received a report that an intraocular lens (iol) was implanted and the viscoelastic was removed via irrigation and aspiration; opeguard ((B)(4) was used for irrigation. The iol became cloudy during this phase of the procedure. The surgeon removed the iol and used another lens manufactured by another company. Post-op day one unspecified corneal endothelial trauma was noted and the surgeon indicated that the event might be related to when the iol was removed. The report indicated that the iol that was removed was not cloudy on day one post-op. No other information was provided, such the severity of the trauma or if any treatment that was required or patient outcome. No patient information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination showed the lens had been cut in half, presumably during the explant process. Only half of the lens was returned. It was transferred to a glass scintillation vial containing water for stereoscopic examination. No lens cloudiness or haziness was observed from the lens piece recovered from the surgical procedure. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review noted that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) due to discolored issues were generated. The review of the documentation for soft acrylic buttons inspection showed that all the lenses sampled had an acceptable haze level. No discolored issues were reported. In manufacturing at the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of acrylic intraocular lenses. Any defects on the lenses that do not meet the criteria specifications are rejected. Based on the manufacturing record review, no deviation or assignable cause was identified. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order (p/o) was manufactured and did not show any change in manufacturing method, inspections or specifications related to this complaint type. A review indicated that there was no adverse trend observed. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter:telephone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.